Event description:
Left upper extremity PICC line - dressing was wet and changed on multiple occasions. Upon further investigation, rn flushed PICC line and noticed saline spray from a crack in purple power PICC tubing. Other lumen of PICC was functioning appropriately.